Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be verified. The overtemp alarm could not be reset or adjusted making the pcb faulty. The pcb was replaced and the overtemp alarm was reset and the device was able to pass all functional testing. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device went into over-temp even though it was set to 72 degrees. Found during preventative maintenance. There was no patient involvement, and no patient harm/adverse event reported.